Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor quit working half a day early occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a sensor quit working half a day early is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.